Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was analyzed and found to have no image in left eye. The monitor was installed and tested in the pca test system. The unit started and failed without video on the display. The complaint was confirmed based on the field evaluation/failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the high-resolution stereo viewer (hrsv) to resolve the issue with image issue in the left eye. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the surgeon's side console (ssc) left eye was black. It was noted to be an ongoing issue that typically a power cycle or hard power cycle of ssc resolves but it didn't resolve the error 119 observed during the case. The logs and the console were swapped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system did not throw an error code, so it was not noticed that the console wasn't functioning properly and the system initially powered on without errors. The tse was contacted for troubleshooting. Full troubleshooting was not completed, and a hard reset was done twice and was suggested to swap out consoles if we could. The procedure was completed robotically with no patient injury. The malfunction of the da vinci system occurred after docking the robot to the patient when the surgeon sat down at the console and had one eye not working. No photographic images of the device(s) or a video recording of the procedure are available for isi review.